Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2021 with lot number 1691396. Visual analysis of the returned device identified, delamination of valve, flat creases. Leak test and microscopic analysis was performed, which identified partial delamination of diaphragm flange disk (40%) assessed, as adhesive failure. And a curved cracked opening in valve assessed, as cracked valve seat diaphragm valve. Based on the device analysis, the final assessment is: a crack opening on valve assessed, as cracked valve seat diaphragm valve. Delamination of diaphragm flange disk assessed, as adhesive failure.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.